Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the surgeon inserted the v2 blade trocar. On removal of the trocar from the port, the blue safety end was missing and was sticking out of the port leaving the blade exposed and not protected. The blue safety piece did not fall into the patient's cavity; it stayed in the end of the port. The knife blade did not retract, it was sticking out unprotected. The device never went in patient. The surgeon checked his gloves and finger; no cuts noted.